Event description:
It was reported that the procedure was to treat a 75% stenosed, calcified and moderately tortuous vessel in the left iliac artery. The 7.0x100mm absolute pro vascular self-expanding stent system (sess) appeared to have a partially deployed stent once it got out of the sheath and into the artery. The sess was removed and another absolute pro vascular sess was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement inadvertent mishandling and/or interaction with other devices resulted in the noted device damages (wrinkled, torn, separated distal sheath) and thus ultimately resulting in the reported activation failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.